Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported multisystem organ failure, patient outcome, and heartmate ii left ventricular assist system (lvas), serial number vad-20399, could not be conclusively established through this evaluation. No alarms were reported for this event. Requests for additional information were sent to the account; however, no further details were provided. Heartmate ii lvas, serial number vad-20399, was not returned for evaluation. Heartmate ii instructions for use (IFU), section 1 , ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction), as well as death, as adverse events that may be associated with the use of the heartmate ii left ventricular assist system (lvas). The relevant sections of the device history records for vad-20399 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-system organ failure.